Manufacturer narrative:
An investigation has been initiated. When the device evaluation and investigation are complete a supplemental report will be submitted.

Event description:
The catheter separated from the port reservoir which was noted on (B)(6) 2017. Reservoir and catheter d'cd on (B)(6) 2016. No adverse effect to the patient was reported.

Manufacturer narrative:
Received a 6.6f port, lumen and locking collar for evaluation. All measurements of the port stem, catheter, and catheter lock were found to be within specification. The catheter and lock were re-assembled onto the port stem according to the instructions for use and tested according to the iso standard 1055-1, annex b. A disengagement force of 8.72lbs was recorded meeting the 2.25lbs iso requirement. The conclusion reached was the device was not assembled correctly according to the instructions for use-the catheter was not put far enough on the port stem.